Event description:
It was reported that the device had wireless card - network issues. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technicians stated issue of ¿wireless card - network issues¿ was confirmed. On 09/24/2025, the pcu was received unboxed along with the paperwork. Unit failed network connectivity test. Swapped the logic board with a known-good one and re-tested with bd wi-fi settings. The unit passed the network connectivity test on the asm program and successfully connected to the bd non-prod server upon bootup. Defective material from supplier. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technicians stated issue of ¿wireless card - network issues¿ was confirmed. ¿ on 09/24/2025, the pcu was received unboxed along with the paperwork. ¿ unit failed network connectivity test. ¿ swapped the logic board with a known-good one and re-tested with bd wi-fi settings. The unit passed the network connectivity test on the asm program and successfully connected to the bd non-prod server upon bootup. ¿ defective material from supplier. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had wireless card - network issues. There was no patient involvement.